Manufacturer narrative:
Concomitant medical products: femoral component (cat# 02-010-03-0250). Tibial tray (cat# 02-012-45-5050). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately fifteen months post tka, the (B)(6) y/o male patient experienced an infection. Knee became painful, red and swollen. Fluid drawn was positive for infection. Irrigation and debridement done with tibial insert revision. The event is not related to the device but related to the procedure. Device will not return due to study policy. Care is noted as continuing.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately 5 years post ltka approximately fifteen months post tka, the 61 y/o male patient experienced an infection. Knee became painful, red and swollen. Fluid drawn was positive for infection. Irrigation and debridement done with tibial insert revision. The event is not related to the device but related to the procedure. Device will not return due to study policy. Care is noted as continuing. Upon review, there is no indication of manufacturing or design issues. The most likely cause of the reported event appears to be the results of the patient conditions, which caused the infection.